Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. A DHR review was performed and no non conformances were found.

Event description:
The initial reporter stated that the tubing became detached from the filter during an infusion. Mmdg followed up with the initial reporter who stated that the patient did not experience any delay in therapy or other adverse effects. (B)(4).